Event description:
The customer reported that heparin with an intended dose of 1600 units/hr (16 ml/hr) was infusion but the pump module showed "heterin$" at a rate of 1640 units/hr instead. The medication had to be placed on hold for an hour and then restarted at a lower rate due to abnormal lab results. There was no report of any lasting harm. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
MFR's report date: 08/05/2015. The customer's report of heparin found at the wrong rate could not be confirmed. Physical inspection of the device noted no damage or any anomalies. Log analysis of the pump module shows it was infusing at the correct flow rate of 16 ml/hr. Rate accuracy testing was performed and the device was delivering fluid within specifications. The root cause of the reported event could not be determined.

Event description:
The customer reported that heparin with an intended dose of 1600 units/hr (16 ml/hr) was infusing but the pump module showed "heterin$' at a rate of 1640 units/hr instead. The medication had to be placed on hold for an hour and then restarted at a lower rate due to abnormal lab results." There was no report of any lasting harm. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
The customer's report that the pump module showed "heterin$" at a rate of 1640 instead of the programmed 1600 (unit/h) was confirmed. The proximate cause of the display discrepancy was determined to be a faulty alphanumeric display. Microscopic examination showed that several of the pins appeared to have fractured solder bonds at their bases but this could not be confirmed. The root cause of the faulty part could not be determined.

Manufacturer narrative:
Manufacturer's report date:02/25/2015. Internal file no: (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.